Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The interconnect cable was also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.